Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted during an device upgrade due to impedance issue. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. In the course of the electrical analysis a broken contact in the conductor cable to the shock coil was measured. During subsequent visual inspection the conductor cable to the shock coil was found fractured. This damage can be considered as the root cause of the observed impedance issue mentioned in the complaint description. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to tensile forces applied during the upgrade procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.